Event description:
Boston scientific received information that this previosly abandoned lead was explanted due to endocarditis. There were no adverse patient effects experienced during the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.